Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter received a report that an unknown quantity of intermates were detected with leakage at the distal end of the blue link cap on unknown date(s) after filling, during storage on unknown date. Bsr stated that no patient involvement, injury or adverse event is reported. There was no report of patient involvement, injury, or medical intervention. No additional information.